Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. The clinic attempted to demonstrate the vibratory notification for the patient however neither the patient nor the clinician could feel the vibration. The patient will be followed via merlin.net and normal in-clinic follow-ups.